Event description:
Philips received a complaint by the customer on the v60 indicating that the devices blower stopped working. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient, nor a delay was noted. The device was being set up to create a treatment plan for respiratory assistance. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the blower is not spinning and getting occlusion alarms. Recommended replacing the blower. Provided parts ID for the blower assembly. After further troubleshooting, the customer called back in informing that he replaced the blower assembly to resolve the reported issue. Verified that the blower is working properly, blower rpm shows 3000 at idle in pneumatics screen-in spec, verified proper connection at manifold and grommets are in place, advised customer on required pv testing in service manual. No other troubleshooting needed; issue is resolved. The rse providing shipping labels for the return of the defective blower. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.